Event description:
A medtronic rep reported the fusion navigation system became unresponsive during navigation. It was also reported that the site was unable to proceed despite waiting a period of time for the system to become responsive. There was no impact on the pt's outcome reported.

Manufacturer narrative:
No files have been received by the MFR for a software eval. The system and instrumentation were tested on-site and the alleged malfunction was not able to be replicated by medtronic personnel. The system was fully functional.